Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery tray 3 was replaced and the red light disappeared immediately. The charger enclosure was returned unused. The imaging system then passed the system checkout and was found to be fully functional. The battery tray was discarded by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the site's physicist left the imaging device unplugged for 18 hours and then the batteries were no longer charging. There was no patient present when this issue was identified.